Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device's screen showed vertical blue and green lines and was illegible. Complainant indicated that the clinician powered off the device and the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.